Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Carefusion examined the returned ac adapter. An external inspection showed corrosion on the ac power cord retaining color, most likely due to exposure to water or high humidity. After the ac adapter was opened, an internal inspection found no indications of similar corrosion inside the device. Several components of the ac adapter had overheated due to what appears to be high electric current levels. Due to the extensive component and circuit board damage, the root cause for the damage could not be determined. The unit is un-repairable and was scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burned mark in the plastic part of the ac adapter housing. It is unknown at this time whether there was any patient involvement associated with this complaint.